Event description:
It was reported that the fiber cap detached. The cap detached inside the patient in one piece and was easily flushed out through the sheath when the scope assembly was removed. The procedure was completed using a second fiber. Patient outcome ¿ok¿ was reported.